Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two stumps of fallopian tube have embedded essure wires'), pelvic pain ('pain/ explant yes') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis, bleeding genital, uterine fibroid, pelvic adhesions, anxiety, menorrhagia, endometriosis and cystoscopy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingo-oophorectomy and right salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: left: 3 coils were noted to be present in the uterine cavity at the end of this portion of the procedure concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:embedded device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-jun-2021: mr received: event two stumps of fallopian tube have embedded essure wires added and made medically significant due to surgery."previously reported event abnormal bleeding made medically significant and intervention required due to ablation surgery".reporter, medical history, essure insertion and removal date and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ explant yes') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ explant yes') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.